Event description:
Dr. (B)(6) contacted the sales resp. Regarding a patient implanted in (B)(6) 2025 with a talentia ICD device combined with a rv lead invicta. The patient was checked on (B)(6) 2025 and has 20 episodes of ventricular oversensing with ICD capacitor charging. The physician asked to intervene on (B)(6) 2025 to adjust the patient¿s defibrillator settings and prevent a shock. All recorded episodes occur between 10:00 p.m. And 8:00 a.m. Several episodes have occurred each month, each time involving ventricular oversensing. The patient does not use an apnea device, an electric bed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Review of the provided patient files dated (B)(6) 2025 led to the following observations: - since at least (B)(6) 2025, ventricular autosensing histograms showed sensing near the borderline zone during vf and vt, which could indicate potential sensing issues at ventricular level. - since (B)(6) 2025, rv lead impedance and rv coil continuity measurements were stable and within normal range - several non-sustained episodes are recorded in the device memory between (B)(6) 2025. - on (B)(6) 2025, the vf episodes recorded in the device memory, showed ventricular noise oversensing (some episodes led to capacitors charge, without delivering therapies), with a noise pattern regular and superimposed with physiological signals. The observed noise most probably resulted from electromagnetic interferences (emi) at 50 hz (or myopotentials) note that the implant manual warns the patient about the ¿potential risks of defibrillator malfunction if he is exposed to external magnetic, electrical, or electromagnetic signals¿ on (B)(6) 2025, the physician re-programmed the tachy settings to improve discrimination of this oversensing episodes to reduce the likelihood of resulting in inappropriate therapy, as followed : - the rv sensibility was increased to 0,8 mv - the fv persistence was increased to 20 cycles. No additional changes to the settings are recommended. Based on available data, no issue is suspected on the subject ICD. However, careful monitoring of this phenomenon should be performed upon each follow-up.